Event description:
Electrophysiology (ep) cath failed during the procedure. The device was on reuse cycle 1 of 4. Failure mode is not specified but cath lab staff has spoken to the rep. Failure extended the case by 20 minutes. There was no harm to the patient.